Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesions were located in the moderately tortuous and moderately calcified mid to distal left anterior descending artery (m-dlad) and distal left circumflex artery (dlcx). A 2.00mm x 30mm emerge¿ balloon catheter was advanced to the lad for dilatation. However, upon the initial inflation, the pressure failed to be applied. The device was completely removed from the patient's body and it was noted that the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.